Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an bronchus with endoscopy procedure, the staples were malformed when the device was used on the bronchial tube. A nurse reported that a half of staples were deployed. Additional suture was performed by hand. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.